Manufacturer narrative:
Concomitant products: a2dr01 ipg, implanted: (B)(6) 2016.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited intermittent capture at high outputs. The rv lead also exhibited high and unstable thresholds. The patient suffered syncopal episodes correlated with the intermittent non-capture at high outputs. A new lead placement was attempted, but a left vein occlusion occurred and the procedure was planned for a future date. Two days later, the patient's rv lead, right atrial (ra) lead and ipg were inactivated, left implanted, and a new ipg system was implanted on the right side of the patient. The ra lead exhibited non-capture in both unipolar and bipolar configurations. Approximately two weeks after the new ipg system was implanted, the patient called to report having "chills, dragging feet, and that ooze was coming out of the implant site." The patient further noted that the inactivated ipg, "had a bad battery" but a health care professional noted that the ipg was inactivated and left in the patient per medical judgment. No further patient complications have been reported as a result of this event.